Manufacturer narrative:
Device evaluation found faulty patient board causing no image on 180 scopes. Worn out lock latch was observed on the video connector causing loss of image when the cable was moved. Software version was found running an old version and needs to be upgraded. The identified parts were replaced, device was repaired. Once completed the device was tested and passed required testing and specifications. Based on evaluation findings the reported failure was due to faulty patient board and worn out lock latch causing loss of image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during asset return inspection the device was found with faulty patient board causing no image on 180 scopes. There was no patient involvement on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, regarding the faulty patient board causing no image with 180 scopes, it is likely the operational amplifier on the patient circuit board (dr board) failed. There was a design change of the operational amplifier circuit on the patient circuit board (dr board). The subject device was manufactured prior to the design change. Regarding the worn out lock latch causing loss of image when the cable was moved, since the device was manufactured over 6 years ago, it is likely the lock and the pins of the endoscope connector were worn and failed by deterioration over time due to repeated use for a long period.